Event description:
Pt had been receiving methadone drip via pump. At 4:00 p.m. Settings were as follows: dose 2.5, delay 10 basal rate: 0 one hr limit 10.5, bolus: 0 none total volume: 0, attempts: 0 (none), injections: none. At 5:00 p.m., the dose was changed to 1.5. Delay 12. All above readings remained the same. At approx 5:05 p.m. The pt sustained a respiratory arrest. Narcan was administered and the pt was transferred to the ICU. Medication syringe was removed. Approx 52cc (60cc syringe had been full) had possibly been infused. Upon inspection of the syringe, the plunger remained at 60cc. There was approx 52cc of airspace and 8cc of fluid remaining in the syringe. The syringe had been inserted with flange pointing outward.